Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 372 mg/dl at the time of the incident and current blood glucose was 402 mg/dl. The customer¿s blood glucose was over 400 mg/dl. The customer was treated with insulin pump. The customer does not allege pump was under delivering. The customer was advised in order to determine if cannula is bent site must be removed from body. The insulin pump will not be returned for analysis